Manufacturer narrative:
(B)(4). Batch #: unknown.

Event description:
It was reported that the pcee60a was fired several times on tissue in an abdominal tumor debulking procedure. It was determined bowel was to be resected and blue reload was chosen. Device was fired and staple line was observed open along distal 1/2 with completely unformed staples in a "leaning u" shape were observed. A bolas of staples were observed proximally. Device was discarded and replaced with a new device to complete procedure. Bowel was resected slightly more proximal with new pcee60a, firing as designed, without incident.

Manufacturer narrative:
(B)(4) date sent: 9/3/2021 investigation summary a photo along with the device was returned for evaluation. This is an analysis for a pcee60a submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos shows a gauze with some staples in the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with five gst60b reloads ( b, c, d, e & f) present. The reloads were received fully fired. During the analysis, several staples were found lodged on the knife slot. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.